Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, between (B)(6) 2013 and (B)(6) 2015, the patient experienced stress urinary incontinence with cough or strain, and feeling of something in the vagina while sitting. Pre-op history and physical for stress urinary incontinence and urethral hypermobility. A uroflowmetry study took place. The patient experienced recurrent stress urinary incontinence. A tvt exact placement and cystoscopy were noted. The patient experienced mixed incontinence, hypertonicity of the bladder, urgency, nocturia, pelvic pain with severe levator hypertonia, dyspareunia, dysuria. Urinary analysis was positive for leukocytes, urinary culture was negative. Antibiotic therapy was started. The patient was evaluated for bladder and vaginal pain. It was also noted that the left vaginal pain resolved, but the patient continued to experience occasional leakage and nocturia.